Event description:
Rptr has developed joint problems, lumps over body, breast pain and hardness, heart palpatitions, fatigue, forgetfulness, menstrual problems (diagnosed with early menopause), phlebitis in arms and face, scleroderma, raynaud's (cold and painful hands), stomach problems, bladder infections, headaches, painful eyes, hundreds of red spots on body, weak neck (if lying on back can't lift head up), trouble swallowing, painful thumb nails and thyroid problems. Event date shown is approx 1976.